Manufacturer narrative:
Spacelabs launched an investigation into this event which included a description of dots displayed in the waveform zone and the program freezing at the central monitor. During the investigation it was discovered that the patients remained monitored throughout the event at other central monitors in the unit, therefore there was no risk of harm to the patients. A spacelabs field service engineer was dispatched and logs were collected and reviewed by the product specialist. Findings show that issue was caused by large amount of data communicated from the telemetry receiver to this central monitor which consumed system resources and affected system performance. Monitoring function was restored at the central in question by powering down the central station with the power button and restarting the device. This report is considered complete and this matter closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.